Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01277 pertains to the other device. It was reported to boston scientific corporation that an obtryx system and an uphold vaginal support system was used on the patient during an anterior repair procedure performed 3 years ago. The procedure was completed with these devices. According to the complainant, the patient experienced urinary retention and upon check up, a small exposure of the obtryx sling and uphold mesh arm in the lateral part of the vagina were found. A resection and trimming were done. Later, the patient experienced incontinence and was referred to a urologist. The patient was then implanted with a non boston scientific sling and was found out to have another resection. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01277 pertains to the other device. Additional information received from the complainant on august 13, 2014 noted on (B)(6) 2011 the patient presented with a preoperative diagnosis of cystocele, vaginal prolapse, rectocele, enterocele, and stress urinary incontinence. The physician performed an anterior colporrhaphy, vaginal apex suspension with the uphold mesh product, sacrospinous ligament fixation, paravaginal defect repair, enterocele repair, posterior repair, transobturator tape procedure with the obtryx transobturator sling product, and cystoscopy. On or about (B)(6) 2012, the patient was taken back to surgery and her mid-urethral sling was cut. In the midline, a central piece of the mesh was removed because of difficulty with post-operative voiding and large retention. On or about (B)(6) 2012, with a three-week history of voiding very frequently - every fifteen to twenty minutes - the patient was seen again by the physician with a primary complaint of bladder leakage. On or about (B)(6) 2012, the patient complained of pain. On or about (B)(6) 2012, the patient saw a second physician with regard to her pelvic pain. During a physical examination on that date, that physician noted within the distal vaginal wall, a portion of the transobturator tape was exposed. He further noted a significant tenderness at the site. The plan was to proceed with an outpatient surgery to excise the exposed portion of the mesh and revise it. Further, it was noted that if she continued to have significant pelvic pain despite partial excision and injections, she might possibly require excision of the mesh. On or about (B)(6) 2012, the physician performed an excision of the exposed sling, as well as, revision of the mesh of the vaginal wall and cystoscopy. During the procedure, he found that the patient had an exposed portion of the sling at approximately two o'clock. In addition, she had tenderness along the apex of the vagina at the uppermost portion of the mesh. By palpating the mesh at the vaginal apex he noted there was a thickened area with tension at that site. The vaginal mesh was then dissected out with the total excision being approximately 3x2cm. On or about (B)(6) 2012, the patient went to the emergency room due to postoperative vaginal bleeding. On or about (B)(6) 2012, the patient presented for a postoperative check with complaints of pain with urination, urgency, and frequency. On or about (B)(6) 2012, the patient presented for another recheck, and was found to be incontinent. The patient was then referred to a third physician for further evaluation who documented incontinence and painful urination. On or about (B)(6) 2012, after a urodynamic study, the physician noted the patient had chronic cystitis and incontinence. On or about (B)(6) 2012, the patient as seen by a fourth physician whose assessment was urinary retention, overactive bladder, and stress incontinence. On or about (B)(6) 2013, the patient had a urethrolysis performed and a portion of sling was removed by fifth doctor. On or about (B)(6) 2013, the patient had another urogynecologic procedure performed but she still suffers from incontinence.